Event description:
A discordant advia centaur troponin ultra result was obtained by the customer on a patient sample and reported to the physician. The patient was admitted to the hospital. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the advia centaur discordant troponin ultra result observed by the customer is unknown. The customer has not provided any patient results. No conclusion can be drawn.